Manufacturer narrative:
(B)(4). The report of the patient having stomach pains, vomiting, and an emergency surgery was reported in mw# 2210968-2019-83059. Maude report #: mw5086570. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date in 2011 and the mesh was implanted. It was reported that after a couple of years the patient¿s teeth began to crack and break until the patient was toothless. It was also reported that the patient started having stomach pains that resulted to vomiting all night every night until it became uncontrollable. It was reported that the patient had emergency surgery conducted and it was found that the mesh had become gangrenous. It was reported that the patient had an additional surgery with the following week and was placed in medically induced coma for nearly 3 months and after the patient was brought to the hospital for an additional 3 months. It was reported that the patient had a fistula which resulted in 2 years of hospitalization and too much stress on the heart. It was also reported that the patient had 2 more surgeries this year as a result of this mesh. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 2/14/2020. Additional b5 narrative: it was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
It was reported that the patient experienced pain.

Manufacturer narrative:
Product complaint #: (B)(4). Maude report #: mw5086570. Additional information was requested and the following was obtained: how are you currently feeling? Getting over her ninth surgery now, she's really weak, she's lost a lot of weight. Is just learning to eat again. She's up and down. She's feeling better, but it's been quite a long time that she's been sick. It's hard to get past. When she first got sick, she wasn't able to keep any food down or eat. She is on no medication for pain, other then that she's on other medications. When she's in the hospital she takes the pain medication but when she's home she doesn't she ends up back in the hospital. She's also looking to learn to walk again.

Manufacturer narrative:
Date sent to the FDA: 07/11/2019 .